Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, a technical support specialist notified the field service engineer that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door wouldn¿t open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.